Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as sleep apnoea and migraine. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopic removal of tubes). The reporter saw no causal relationship between arthralgia or back pain and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.8 kg/sqm. Date of sample received at quality unit 2021-09-21. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 05-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as sleep apnoea and migraine. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopic removal of tubes). The reporter saw no causal relationship between arthralgia or back pain and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.8 kg/sqm. The most recent follow-up information incorporated above includes data received on: 30-aug-2022: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.